Event description:
It was reported that the implant at tooth site #14 had a fractured screw that needed to be removed. The implant was in the patient's mouth without any issues. An additional appointment was required to remove the fractured screw and replace it.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.